Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with a current fill estimate of 70 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller not to overfill the cartridge, which the caller acknowledged and understood. Despite the issue, the caller declined to load a new cartridge and decided to continue using the current one, with the option of following up if necessary.